Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pocket heating and discomfort at his ipg site. The patient stated he has not used his stimulator for approximately the last 5 months. The heating issue started approximately 1 month ago and the patient stated he feels it whether the stimulation is on or off. Heating is not associated with charging. Surgical intervention may be taken at a later date to address the issue.